Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a flo-gard infusion pump which overdelivered during patient use in the emergency room. The device had been programmed to deliver saline to the patient at a rate of 35 milliliters per hour. After the infusion was started the nurse and paramedic in the patient's room noticed that the device sounded as though it had changed to delivering at a higher rate. Observation of the device determined that it was delivering at a higher rate than programmed. The infusion was stopped and the device was reprogrammed to the original settings. The nurse and paramedic attempted to run the infusion, however the device again began to deliver at a higher rate than programmed. There was no patient injury or medical intervention. No additional information is available.